Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, contamination under keypad button contacts, a cracked battery compartment, and a display failure. This report is made based on results of investigation completed on 04/14/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:during testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Additionally, the battery compartment was observed to be cracked at the threads. The display screen also appeared dim, faded, and discolored. Unrelated to these issues, the keypad cover was found to be torn at the up arrow button. (B)(6).